Event description:
It was reported that this pacemaker exhibited intermittent undersensing on the atrial channel. Atrial intrinsic amplitude was noted to be out of range. Further review was recommended by technical services (ts). No adverse patient effects were reported. This device system remains in service.